Manufacturer narrative:
Analysis summary: the reported limb detachment was confirmed; however, the exact cause could not be determined from the films provided. The anatomy at implant is unknown, images during implant were not available, the diameter¿s of the detached limbs was not provided, and the amount of initial limb overlap could not be determined. CT¿s were also not available; therefore, a complete assessment of the stent graft in-vivo configuration could not be performed. In addition, only a single imaging view point (a-p) was provided from the low resolution films which resulted in the ipsi and contra limbs overlapping each other at the detachment location; thereby, making the assessment and cause of the event difficult. Lack of contrast did not allow for evaluation of any potential type iiia junctional endoleak, and no obvious stent graft integrity issues were seen near the location of the likely detachment. It is possible that aneurysm morphology changes, as seen with the severely angulated neck which appeared to have increased during the implant duration, may have contributed to the limb separation. The junctional separation occurred within the aaa sac; therefore, lack of vessel support may have also been a factor. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: unknown endurant stent graft limb, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Implant date: year only valid. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that on an unknown date it was observed that the main stent graft body and limb had detached from each other. An endurant stent graft limb etlw1620c124 was implanted to bring the gap between the separated devices. As per the physician, the cause of the event is unclear but it was noted the main body had become more angled than at the index procedure. No additional clinical sequelae were reported and the patient is fine.